Event description:
A customer reported a detergent tank overflow issue when using the au5800 clinical chemistry analyzer. For this event, the detergent leaked onto the floor (approximately 100 ml). There was no direct exposure to laboratory personnel reported and no damage to equipment or the floor. There was no death or injury reported for this event.

Manufacturer narrative:
This is a known software issue. The pump for refilling the detergent tank from the mother tank fails to stop. If the pump fails to stop, detergent overflows from each analyzer unit detergent tank. The detergent could damage equipment or the floor if not immediately addressed. When this error occurs, the system displays a warning message "alarm no. 3639." However, the analyzer will not automatically stop when this alarm is displayed. The system must be stopped manually to prevent further detergent overflow. This phenomenon occurs at the unique timing of ordering start analysis when the pump for refilling detergent is running and immediately before entering the hibernation status in the au5800 with ar connection. Au5800 software version 4.21 will address this issue. On (B)(4) 2014, a beckman coulter field service engineer installed software upgrade v4.21 on this instrument.